Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed counterfeit top case found on the device. No visible damage or contamination. Customer?s reported issue was duplicated during power-up process. The root cause of the reported issue was determined to have been caused by the customer's use of unapproved and counterfeit components to repair their pump. Syringe flange gets stuck and it does not operate as intended due to the counterfeit top case. Actions taken to mitigate the reported issue: replaced top case and flange sensor. Performed power up test and device operate normally. UDI information is unknown.

Event description:
It was reported that error check flange sensor event occurred. No patient injury reported.